Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 118 mg/dl. The customer continued to use pump for insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.